Manufacturer narrative:
Follow-up #1 date of submission 11/19/2015-product analysis: the device was returned and evaluated by product analysis on 11/09/2015 with the following findings: review of the pump¿s black box revealed an intermittent power issue. A battery compartment crack was observed. Moisture was observed within the battery compartment and on the underside of the battery cap. Leak testing found a battery compartment leak. The battery cap contact dimensions were within specification. The returned battery cap could not secure properly to the pump and an intermittent power condition was observed. A test battery cap could secure properly to the pump and the pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test cap. No damage or defect was found to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a intermittent power(battery compartment damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.